Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported, "the issue is with the cord, any movement of the cord causes the unit to shut down." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was verified that the batteries were depleted. Known good lab batteries were used and the device was able to power on. No product performance issues related to the reported event were identified. The unit may have been losing power due to depleted batteries. Based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.